Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the battery was depleting quickly and that the pump had "trouble connecting to dexcom". Multiple follow-up attempts were made by tandem technical support; however. There was no response from the customer. There was no reported adverse impact to the customer's blood glucose level.